Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from german to english: contaminated syringe when did the incident occur? Before use.

Manufacturer narrative:
(B)(6) supplemental MDR - foreign matter. Two 5 ml ll syringe samples (material 309649, batch 4214654) were received for evaluation. Upon inspection, the first syringe was found to contain a dark, greasy foreign matter inside the barrel, located outside the fluid path. The second syringe exhibited a brownish/yellowish foreign matter embedded within the barrel. Both conditions are non-conforming with product specifications. The potential root cause of the embedded foreign matter is associated with the molding process, while the foreign matter found outside the fluid path is linked to the assembly process. Furthermore, a device history record review was completed for provided lot number 4214654. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.